Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product at this time. Customer disconnect the phone call. No address on file for customer. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst, blurred vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product not stored according to specifications in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading high blood results such as 598 mg/dl fasting per customer. Customer denies for me to contact 911 and she states she will call for medical attention once call is disconnected. Customer has symptoms of hyperglycemia such as increased thirst, blurred vision. On a follow up call ( refer to (B)(6)) a meter memory was reviewed for results: (B)(6). During the follow up call customer states that she called 911. Paramedics had a blood glucose reading of 277 using their meter. When I went into the memory I could not confirm the results that she was claiming the meter was reading. Apparently the customer was holding the meter upside down. The customer feels better and is no longer experiencing symptoms. No additional medical attention is required. We explain her how to make sure the meter was not upside down.

Event description:
Consumer reported complaint for high blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst, blurred vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product not stored according to specifications in the kitchen. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading high blood results such as 598 mg/dl fasting per customer. Customer denies for me to contact 911 and she states she will call for medical attention once call is disconnected. Customer has symptoms of hyperglycemia such as increased thirst, blurred vision. On a follow up call ( refer to ran 01545019) a meter memory was reviewed for results: result 1:499mg/dl 1/1 12:42pm non fasting. Result 2:523mg/dl 1/1 12:00pm non fasting. Result 3:213mg/dl 2/16 12:10 fasting. Result 4:438mg/dl 2/16 12:00 fasting. Result 5:227mg/dl 2/16 12:00 fasting. During the follow up call cusotmer states that she called 911. Paramedics had a blood glucose reading of 277 using their meter. When I went into the memory I could not confirm the results that she was claiming the meter was reading. Apparently the cusotmer was holding the meter upside down. The customer feels better and is no longer experiencing symptoms. No additional medical attention is required. We explain her how to make sure the meter was not upside down.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Correction: meter and test stripes returned. No defect found on returned system.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product at this time. Customer disconnect the phone call. No address on file for customer. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increased thirst, blurred vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product not stored according to specifications in the kitchen. The test strip lot manufacturer's expiration date is 05/15/2019 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history. Customer called in states the meter is reading high blood results such as 598 mg/dl fasting per customer. Customer denies for me to contact 911 and she states she will call for medical attention once call is disconnected. Customer has symptoms of hyperglycemia such as increased thirst, blurred vision. On a follow up call ( refer to (B)(6)). A meter memory was reviewed for results: (B)(6). During the follow up call customer states that she called 911. Paramedics had a blood glucose reading of 277 using their meter. When I went into the memory I could not confirm the results that she was claiming the meter was reading. Apparently the customer was holding the meter upside down. The customer feels better and is no longer experiencing symptoms. No additional medical attention is required. We explain her how to make sure the meter was not upside down.